Event description:
It was reported to medtronic neurosurgery that the patient recently had an MRI; however, his physician did not have the instruments required to check the pressure level of his valve after the MRI. According to the report, the patient was having headaches and a nose bleed. The report stated that the patient was happy with his current shunt. Reportedly, the patient started facing problems only after the MRI. According to the report, the current shunt was the patient's fourth shunt. The report stated that all of the patient's previous shunts were competitor products.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.